Event description:
A report was received that the pt would undergo a pocket revision due to charging issues. The physician relocated the pocket from the pt's back to a more accessible location and replaced the ipg. The ipg was replaced due to the physician's preference. The pt was reportedly doing well after the revision.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.